Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an orthopedic salvage procedure. Subsequently, the patient underwent a revision procedure approximately seventeen years post-implantation due to loosening of the last fixation screw through the femoral block of the distal femoral resection prosthesis. The surgeon was concerned that the loose screw was causing blockage of the knee joint and could possibly damage the metal prosthetic surface and articular surface.

Manufacturer narrative:
Concomitant medical products- unknown oss tibial tray catalog # unknown lot # unknown, unknown oss bearing catalog # unknown lot # unknown, unknown oss augments catalog # unknown lot # unknown, unknown oss segment catalog # unknown lot # unknown, unknown oss stems catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is a radiodense structure seen slightly protruding in the posterosuperior hoffa's fat pad region could represent backing out of the distal locking screw, however, this cannot be confirmed based on the single image provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034 - 2018 - 01596. Product location is unknown.

Manufacturer narrative:
(B)(4). Medical products - unknown oss tibial tray, unknown oss bearing. Report source- (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 5 years post initial knee surgery, the patient has a a blocked knee joint due to loosening of a locking screw at distal femur. Attempts have been made and additional information on the reported event is unavailable at this time.